Manufacturer narrative:
Continuation of d10:  product ID d-evprop34 (lot: (B)(4)); product type: 0195-heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transfemoral transcatheter aortic valve implantation procedure under local anesthesia via a right femoral approach for treatment of severe aortic stenosis in the setting of heart failure, the aortic valve was crossed with a catheter and a non-medtronic guidewire was placed in the left ventricle. The aortic valve was pre-dilated with a 24 millimeter (mm) balloon. During deployment, the valve did not expand and infolding was evident. The valve was recaptured and re-deployed, but it still did not expand. The valve was then recaptured, removed from the body, and opened outside the body, where severe valve infolding was confirmed. A new 34 mm valve and a new delivery catheter system were used, and the valve was deployed in a very good position with normal hemodynamics. No patient complications have been reported as a result of this event.